Event description:
This is report 2 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. On an unreported date, the patient experienced an intestinal infection which spread to the peritoneal cavity. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. The patient was later discharged from the hospital. No additional information is available at this time. Therapy was ongoing.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot number h13e17024. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of possibly associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).